Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2,-11.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged for a shorter length lens due to observation of excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Corrected data: it is corrected to (B)(6) 2018 in the initial MDR. It is corrected to (B)(6) 2018 in the initial MDR. Returned to manufacturer date is corrected to 08-may-2018 in the initial MDR. Claim# (B)(4).